Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the battery gauge was fluctuating resulting in the pump shutting down. The customer reverted to an alternate method of insulin therapy. The customer's blood glucose was 160 mg/dl.